Event description:
The customer observed falsely depressed sodium result generated on the alinity c processing module for one sample. The following example result was provided: on (B)(6) 2023 ,sid (b)(6 , initial result was 105 mmol/l, repeat result was 142 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a falsely decreased alinity c sodium result included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. Troubleshooting was performed on the instrument that included, replacement of the ict module and probe, syringes and regulating valves, sample probe and the mixer 1, seals in ict were checked. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium result generated on the alinity c processing module for one sample. The following example result was provided: (B)(6) 2023 sid (B)(6) initial result was 105 mmol/l, repeat result was 142 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6). All available patient information was included. Additional patient details are not available.